Event description:
Pt (patient) stated pump broke. No specifics provided. Serial number and maintenance due date not provided. No adverse event(s), missed dose or interruption to therapy reported due to product issue. Pharmacy replacing pump. Pump is not required to be returned per pharmacist. No further details provided. Reported to (B)(6) by: patient/caregiver.